Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited a volumetric accuracy error.

Event description:
Additional information received via email on 17-jan-2022: the error on the pump was found during the cleaning and testing of the pump after it was removed from patient. No pump problem was reported while pump was on patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing. During functional check, the reported complaint could not be duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. Root cause is unknown. No repairs needed.